Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent trans apical valve replacement (tavr) due to aortic insufficiency (ai). On (B)(6) 2022 it was reported that the ai was partially related to ventricular assist device (vad) function as the patient's atrioventricular valve did not open. It was also reported that the patient was having continuous ai on echocardiogram.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The device reportedly operated as intended. The patient had remained ongoing on heartmate ii lvas, serial number (B)(6), before ultimately expiring on 30apr2022 (captured under MFR# 2916596-2022-10963). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.